Manufacturer narrative:
An investigation was completed. The results of the investigation have identified no additional actions are necessary at this time. If further information is obtained that might add value to the contents of the investigation report, an additional follow-up report will be submitted. Lot 33528709 mfg date 02/07/2023; lot 33624304 mfg date 08/20/2024.

Manufacturer narrative:
Lots identified 33528709, 33624304.

Event description:
It was reported during initial surgery that twist drills fractured during use. A portion of them remain implanted.